Event description:
It was reported that the patient underwent a posterior cervical spinal fusion at c2-7. The right side was fixed at c2-c7 with ps at c2 and c7, and with lms at c5/6. The left side was fixed at c2-c5 with ps at c2 and with lms at c4/5. It was found that the right side rod displaced at c7 and the set screw was still in place. The patient was asymptomatic and no revision surgery was scheduled at the reporting time. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.